Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2017. The caller reported the customer's blood glucose was 396 mg/dl at the time of incident, which was lowered to 80 mg/dl once admitted to the hospital. The caller reported the customer was throwing and had large ketones in their urine. The cause of the hospitalization was from diabetic ketoacidosis. The customer was admitted into the intensive care unit. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.